Manufacturer narrative:
(B)(4)

Event description:
It was reported that while connected to the ventilator, a pt that was awake became restless and sought assistance. The attending hosp staff then noticed that the ventilator's screen was black, and recalled hearing the ventilator's shutdown beeps earlier on without other alarms, while attending to another pt, but did not react. The pt was manually ventilated. The ventilator was exchanged and replaced with another one. (B)(4).